Event description:
It was reported that a spectrum infusion pump constantly alarming system error 322 (link switch error (low)) during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "constantly alarming system error 322" was not reproduced. A review of the event history log revealed "ec322 (link switch error (low)" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the faulty lower latch switch. The lower auxiliary required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.